Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 150 units. Customer's blood glucose was 150 mg/dl. Reportedly, insulin was added to the cartridge to address the event.